Event description:
The manufacturer received information alleging a ventilator inoperable alarm occurs. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device blower subassembly failed due to the motor being seized. The customer does not want any repairs to be done to the device. The unit will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation.